Manufacturer narrative:
Visual inspection was performed on the returned device. The unspecified issue could not be confirmed as the plunger, suture, needles and cuffs were returned in a pre-deployed position. It appears that the device was not used in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle devices mentioned in b5 are filed under separate MFR report numbersd4 - lot # updated from unknown to 3042542.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported as a general comment that there were failures with five prostyle devices. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported as a general comment that there were failures with five prostyle devices. The method used to achieve hemostasis was not provided. No additional information was provided.